Event description:
On 09 february 2010, the j&j vistakon, (B) (4) affiliate, reported a literature search found a retrospective study published by dr. Yasuhisa ishibashi titled "recent increase of acanthamoeba keratitis in (B) (6)," which was published in (B) (6) 2010, volume 3, no.1, pp.22-29 table 1, pg. 24. Thirty reported cases of acanthamoeba, documented in (B) (6) literature, were examined from 1988 to 2008. The study compared 37 cases experienced from 1988 to 2001 and 30 cases from 2002 and 2008, six of the thirty cases studied between 2002 and 2008, wore "acuvue" lenses; one of the six cases reported was a bilateral event. Dr. (B) (6) was contacted; he indicated that the patients wearing "acuvue" product were wearing acuvue 2 brand contact lenses. The product and lot number were not available for evaluation and investigation. Based on the limited information available, no further investigation can be conducted at this time. This medwatch form is to document one of the six cases: case number: (B) (6). Pt's initials: (B) (6). Affected eye: od. Type of cl: daily wear, 2-week replacement lens. Initial disease stage: establishing stage. Pt's va at the initial visit: 0.02 (20/1000). Pt's va at the final visit: 1.2 (20/20). If additional information is received, will report within 30 days of receipt. All MDR reports are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No evaluation will be performed.